Event description:
A customer reported that the adc device would no longer charge, and the cable enters with difficulty. The customer experienced symptoms of hypoglycemia, a loss of consciousness and was unable to self-treat. Customer required third-party treatment of two sugar sachets. In addition, customer had contact with a healthcare professional (paramedics) who provided three sugar sachets as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.